Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 165 mg/dl. Customer¿s low blood glucose level was 65 mg/dl at the time of the incident. Customer¿s current blood glucose level was reported as 165 mg/dl. Customer stated that blood glucose levels was 40 mg/dl and alerted at 70 mg/dl and went below 56 mg/dl. The customer was treated with apple juice and food for the low blood glucose. Customer stated there was something wrong with pump, her current blood glucose was 225 mg/dl due to eating glucose and it was reported that the customer had experience blood glucose of 46 mg/dl, 67 mg/dl and at 4am it was 34 mg/dl. Customer stated that she had issue with her pump, it is over delivering. Customer stated she was asleep and when she woke up her pump was beeping. The customer was assisted with troubleshoot. Customer stated that the drive support cap was normal. Customer reports programming is accurate. The product was not returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime, excessive no delivery test and pump passed the delivery accuracy test at 0.08730 inches noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.